Event description:
Customer reported her sensor readings are inaccurate. She stated her sensor readings are higher than her actual blood glucose. She stated there were times in the last two weeks when she had to take manual injections. She stated she will go low and black out and cannot get sugar in her system fast enough. She stated her sensor readings are thirty points higher than her blood glucose. Customer stated her current sensor reading was 42 mg/dl, and she treated with a manual injection and food. She said sometimes the sensor will read 100 mg/dl, but she will be low. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.